Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported a change sensor alert which occurred after two consecutive calibration error alerts. The blood glucose reading was 246 mg/dl. The alerts occurred after the initialization period. Customer stated that there was no incorrect or delayed entry of a blood glucose value. Customer was advised on proper calibration protocol. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.